Event description:
It was reported that foley catheter was placed on (B)(6) and hospitalized at (B)(6). The next morning it was confirmed that there was no water left in the cuff, and it was removed. There was also information that the balloon may had been unevenly inflated to begin with.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling and instructions for use were reviewed and found to be adequate as it states: "(6). Insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. 2. Important precautions: 1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. 2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. 3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. A DHR could not be performed since no lot number was provided. The complete initial reporter facility name is (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was placed on (B)(6) and hospitalized at (B)(6), and the next morning it was confirmed that there was no water left in the cuff, and it was removed. There was also information that the balloon may had been unevenly inflated to begin with.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter. Verified material number 2758j14 and manufacturing lot number ngjx4737. Visual inspection noted no obvious observations. The catheter balloon was inflated using in-house syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty. However asymmetrical balloon was observed with balloon concentricity 80/20. The balloon deflated 10ml methylene blue solution within 01 min 28 sec. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. The complete initial reporter facility name is (B)(6). Correction: h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was placed on (B)(6) and hospitalized at (B)(6), and the next morning, it was confirmed that there was no water left in the cuff, and it was removed. There was also information that the balloon may had been unevenly inflated to begin with. Per notification from investigator on 30dec2025, it was reported that balloon concentricity 80/20 was found during sample evaluation on 29oct2025.